Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device passed functional testing. The returned device was given delivery accuracy testing and was found to deliver within system specifications. The reported issue could not be confirmed. The cause of the reported issue could not be confirmed.

Event description:
It was reported that the device "failed accuracy" and delivered at 10.35% above nominal. No known adverse effects to patient.